Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is not printing strips. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) was able to resolve the issue over phone by suggesting customer to reseat the print spool. Then the printer worked correctly. The iabp was then returned of clinical use. H3 other text : issue resolved over phone call.

Event description:
N/a

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6 (health effect ¿ impact codes), h10. A getinge field service engineer (fse) was able to resolve the issue over phone by suggesting customer to reseat the print spool. Then the printer worked correctly. The iabp was then returned of clinical use.

Event description:
It was reported that during maintenance by staff, the cardiosave intra-aortic balloon pump (iabp) unit is not printing strips. There was no patient involvement reported.